Manufacturer narrative:
Completed by the manufacturer the returned lens displayed a clear optic and 2 missing haptics. Prior to release the lens met all manufacturing specifications. The cause of this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported their was no tension in one of the intraocular lens haptics. The lens could not be centered in the patient's eye. The incision was enlarged, and the lens was removed and replaced. During removal of the lens a second haptic broke. A suture was placed to close the incision.